Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, a 26mm valve was positioned and deployed at the aortic annulus. At 80% deployment, the valve began to move towards the patient's aorta, so the valve was recaptured. After two more deployment attempts to 80% with the same result, the valve and delivery catheter system (dcs) were withdrawn from the patient. A new dcs was prepared as well as a 23mm valve. The physician opted to downsize the valve due to the left ventricular outflow tract (lvot) being smaller and the inability to fully deploy the 26mm valve. The valve was then positioned 4mm from the non-coronary cusp and 4mm from the left coronary cusp at 80% deployment. As the valve was at the desired position, and the patient remained stable, the valve was fully deployed. Immediately after deployment, the valve dislodged into the ascending aorta. The attending physician then attempted multiple times to position the valve higher-up in the ascending aorta with the use of two snare tools, as the ascending aorta was larger than the outflow of the valve. After manipulation, the physician was able to briefly position the valve higher-up in the asc ending aorta, however, after release of the snare tools the valve again fell lower in the aorta. The valve returned to moving freely within the patients aorta. The physician then decided to leave the valve in the ascending aorta. The patient was hospitalized and had to be placed on a ventilator. Due to the aortic dissection and dislodge, a three hour procedural delay occurred. Per the physician, the patient's calcified anatomy and septal bulge contributed to the aortic dissection and valve dislodge. Per the physician, the 23mm valve caused the aortic dissection. Additional information was received to report the deployment starting point was mid pigtail and a non-medtronic (boston scientific safari xs) guidewire was used for the procedure. The physician was concerned about the calcification present at the aortic annulus and opted against a pre-implant balloon dilation. Per the physician, the procedure was very challenging, but controlled, due to the patient's heavily calcified, tapered lvot and tortuous aorta which contributed to the event. On the day of the procedure, but out of the catheterization laboratory, the patient began to decompensate. Computed tomography imaging was ordered and review of the imaging confirmed the aortic dissection. Treatment to address the dislodge and dissection was the attempt to snare the dislodged valve into the ascending aorta. It was later reported the patient died. The cause of death was an aortic dissection caused by the valve implant procedure and the 23mm valve. It is unknown whether an autopsy was performed. Additional information was received that the intubation occurred post-procedure in the unit. The patient died two days following the implant procedure and per the physician, the cause of death was aortic dissection.

Manufacturer narrative:
This report was submitted to acknowledge the dislodgement of the first dcs. The remaining reportable aspect of the event was reported in the related report noted in h10. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while attempting to implant a transcatheter aortic valve, a 26mm valve was positioned and deployed at the aortic annulus. At 80% deployment, the valve began to move towards the patient's aorta, so the valve was recaptured. After two more deployment attempts to 80% with the same result, the valve and delivery catheter system (dcs) were withdrawn from the patient. A new dcs was prepared as well as a 23mm valve. The physician opted to downsize the valve due to the left ventricular outflow tract (lvot) being smaller and the inability to fully deploy the 26mm valve. The valve was then positioned 4mm from the non-coronary cusp and 4mm from the left coronary cusp at 80% deployment. As the valve was at the desired position, and the patient remained stable, the valve was fully deployed. Immediately after deployment, the valve dislodged into the ascending aorta. The attending physician then attempted multiple times to position the valve higher-up in the ascending aorta with the use of two snare tools, as the ascending aorta was larger than the outflow of the valve. After manipulation, the physician was able to briefly position the valve higher-up in the asc ending aorta, however, after release of the snare tools the valve again fell lower in the aorta. The valve returned to moving freely within the patients aorta. The physician then decided to leave the valve in the ascending aorta. The patient was hospitalized and had to be placed on a ventilator. Due to the aortic dissection and dislodge, a three hour procedural delay occurred. Per the physician, the patient's calcified anatomy and septal bulge contributed to the aortic dissection and valve dislodge. Per the physician, the 23mm valve caused the aortic dissection. Additional information was received to report the deployment starting point was mid pigtail and a non-medtronic (boston scientific safari xs) guidewire was used for the procedure. The physician was concerned about the calcification present at the aortic annulus and opted against a pre-implant balloon dilation. Per the physician, the procedure was very challenging, but controlled, due to the patient's heavily calcified, tapered lvot and tortuous aorta which contributed to the event. On the day of the procedure, but out of the catheterization laboratory, the patient began to decompensate. Computed tomography imaging was ordered and review of the imaging confirmed the aortic dissection. Treatment to address the dislodge and dissection was the attempt to snare the dislodged valve into the ascending aorta. It was later reported the patient died. The cause of death was an aortic dissection caused by the valve implant procedure and the 23mm valve. It is unknown whether an autopsy was performed.